Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A clinical review has been conducted and this review has found no indication of any product clinical performance issues. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a scan error message from the adc freestyle libre 2 sensor and therefore could not obtain readings. The customer experienced sweating, felt "dazed", and was treated by partner with (B)(6) as he was unable to self-treat. There was no report of death or permanent injury associated with this event.